Event description:
The device was used during a laparoscopic cholecystectomy involving one pt. Reportedly, the unit leaked co2 during the procedure. A new device was used to complete the procedure. The hosp has reported no pt injury.